Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hemicolectomy procedure, the device seal and sometimes did not on a not very thick fatty tissue. The device had no regrasp alert but with end tone and energy delivery but the energy delivery was not sufficient and had to activate again. The device was properly cleaned and had just a few good seals. Another ligasure device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the tip of the seal plate on jaw "a" was lifted/damaged. Functional testing noted that the device's jaw opening and closing m echanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The damaged to the seal plate caused the device to produce regrasp alarms. No electrical or wiring issues were found. It was reported that a partial seal occurred. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of a damaged seal plate. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.